Event description:
The customer reported to customer service that the transformer housing for her breast pump has a "loose metal piece and cannot be used." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up, the customer indicated that during normal use (normal plugging and unplugging), she noticed that after approximately 2 months of use, the transformer housing next to the prong was broken (a piece of the plastic was missing), which caused the prong to be loose and she could see the underlying wires. She also indicated that there was no smoke, sparking, fire, flame, or melting, that no injuries were sustained as a result of the issue and that she would return the power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusions can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and tracking (only after at least three drops), but not to the extent of the housing actually splitting apart. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. Should the product be received, resulting in new, changed, or corrected info, a follow up report will be filed.